Manufacturer narrative:
Upon retrospective review, this issue was determined to be an MDR.

Event description:
Iconnect enterprise archive a vendor neutral archive for storage and communications of medical images and data. Customer reported that their prefetcher is not working as expected. During a read of a study ((B)(6) 2015: CT chest scan without contrast), the radiologist did not have a relevant prior ((B)(6) 2013: CT chest scan with contrast) that he was expecting. Pacs administrator was able to manually retrieve the prior not available locally. The site reviewed merge pacs and found a third relevant prior that was not retrieved ((B)(6) 2012: CT scan). Both studies were not retrieved fall under the "last 3 identical modality" rule. (B)(4).